Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. There was no unexpected no delivery or signal too low alarm were noted. The unit powered up properly after battery installation and passed self test, no delivery alarm error test, and displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the unit had unexpected no delivery or signal too low alarm. The customer's blood glucose was 390 mg/dl at the time of incident. The insulin pump will be returned for analysis.